Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced bilateral deflation and capsular contracture with baker grade ii on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 370cc gel implants, catalog # smpx370, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2019-08668 for contralateral prosthesis.

Manufacturer narrative:
On 4/14/2019, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 157363, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).